Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed a decrease in left ventricular (lv) pacing impedance when the pacing vector was changed from lv tip to ring, to ring to can. Technical services noted this was normal due to the larger surface area of ring to can. There were no out of range pacing impedances reported. At this time, this crt-d remains in service and there were no adverse patient effects reported.